Event description:
Patient experienced thrombosis of the inpanted inferior vena cava filter. The indication for filter insertion was history of deep vein thrombosis, which extended to the popliteal vessels. There was no intervention done to correct the reported event. This product will not be returned for evaluation and testing.